Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed; there was no image. It was determined that there was a main board defect.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the left eye of the surgeon side console (ssc) went black. The customer contacted (B)(4)technical support engineer (tse) to report the issue. The tse was unable to review the logs due to no onsite connection. The tse asked the customer power cycle the system then power cycle and reseat the fiber cable to the ssc with no resolve. The tse asked the customer to reseat the camera cable connection and swap to another camera with no resolve. Tse recommended bringing in a console from another system. The customer had to end the call but stated that they were calling for another console. The procedure was converted to another da vinci ssc with no reported injury. On 13-jul-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the customer said that the system powered on with no errors (other than no onsite connection). Ports were placed and the system was docked. When the surgeon went to the ssc, they could not see our of the left eye of the ssc viewer. It was reported that the surgeon never went into following mode and that they were able to swap out the ssc for resolution. The procedure continued to be completed as planned robotically with no reported injury.